Manufacturer narrative:
(B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with esophageal banding procedure performed on (B)(6) 2016. The patient had a long history of bleeding, extensive scarring, and had been bleeding prior to procedure. According to the complainant, upon entry with the endoscope the esophagus was noted to be full of blood. During the procedure, the physician was able to deploy 3 bands before the ligator head broke apart and fell inside the patient. The physician was unable to retrieve the ligator head as the patient was bleeding profusely in the lower esophagus and the ligator head was pushed into the stomach. The banding was discontinued due to the bleeding and a blakemore tube device was inserted to control the bleeding. The patient was remained within the intensive care unit for three days post procedure. On (B)(6) 2016, the patient started bleeding again and a banding procedure was initially planned to resolve the bleeding; however, due to the patient's poor prognosis and history of stage IV carcinoma with metastasis to the lungs, re-banding was not attempted. Despite massive amounts of blood products transfused, the patient expired on (B)(6) 2016. It was confirmed that the patient's death was due to pre-existing medical conditions and not related to the speedband superview super 7 device.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. The ligator head and bands were not returned for evaluation. A visual examination of the returned components found the trip wire to be secured in the handle slot. The suture was noted to be intact and attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob at 180 degrees, indents were felt, and an audible click was heard; no issue was noted with the handle assembly. Based on the condition of the returned components and the details of the complaint, there was not enough information to evaluate with respect to ligator housing broken. Therefore, the most probable root cause could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with esophageal banding procedure performed on (B)(6) 2016. The patient had a long history of bleeding, extensive scarring, and had been bleeding prior to procedure. According to the complainant, upon entry with the endoscope the esophagus was noted to be full of blood. During the procedure, the physician was able to deploy 3 bands before the ligator head broke apart and fell inside the patient. The physician was unable to retrieve the ligator head as the patient was bleeding profusely in the lower esophagus and the ligator head was pushed into the stomach. The banding was discontinued due to the bleeding and a blakemore tube device was inserted to control the bleeding. The patient was remained within the intensive care unit for three days post procedure. On (B)(6) 2016, the patient started bleeding again and a banding procedure was initially planned to resolve the bleeding; however, due to the patient's poor prognosis and history of stage IV carcinoma with metastasis to the lungs, re-banding was not attempted. Despite massive amounts of blood products transfused, the patient expired on (B)(6) 2016. It was confirmed that the patient's death was due to pre-existing medical conditions and not related to the speedband superview super 7 device.